Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(4) alleging an error 4 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The products were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: on (B)(6) 2012, the test strips involved with this complaint were tested and found to have failed; the test strips were evaluated and error 4 was observed with control solution testing. A secondary issue was noted. The label on the test strip vial was found to have been torn in the critical print area. On (B)(6) 2012, the meter was also evaluated and passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.